Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and tvt was implanted. It was reported that following the procedure patient experienced stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(6)2018. Additional patient code: (B)(4) - urinary problems, recurrence. It was reported that following insertion the patient experienced urinary problems, and recurrence. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4) - surgical intervention additional narrative: it was reported that she experienced pain. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.